Event description:
It was reported that the bottom of the filter of a prismaflex st100 set was ¿cracked and leaking¿ during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the video, the access blood header port was observed to be cracked, which allowed the leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the observed header damage was determined to be related to shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.